Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for pericardial effusion. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation grade 3-4. Following transseptal puncture and while advancing the steerable guide catheter into the left atrium, a pericardial effusion was observed. It is unknown where the effusion started since the transseptal puncture was performed safely. Reportedly, it is assumed the effusion occurred pre-procedure although this was unable to be confirmed. There was no reported device malfunction and no treatment provided. The procedure continued, one mitraclip was implanted, reducing the mr to grade 1 and was deemed successful. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported effusion, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.